Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and reset the cmos memory settings. System operates as intended.

Event description:
The customer reported the system will not pass self test and boot up. No pt injury was reported.